Event description:
It was reported by the customer that a pyxis medstation es system was not communicating. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that 1.4 server was not communicating. A technical support specialist enabled the carefusion data synchronization service and resolved the issue. The system functioned as intended after the technical support specialist troubleshot the device. The serial number, UDI and manufacture date details kept blank since there was no medstation asset associated with the server.